Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoracoscopic lobectomy procedure. While cutting the lung tissue, the stapling device was not able to fire. The surgeon could not squeeze the handles. The case was completed using a new device. There was no patient harm.